Event description:
Per provider: compressor is locked up s/n (B)(4). Per independent repair center statement: unit alarming or red light, key failure compressor locked up. Additional issues are sieves dusted, heat exchanger clogged, pvc tubes leaking, tie wraps leaks and hose clamps leaks.